Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low speed and low voltage alarms and was asymptomatic. The alarms appeared to occur only when the patient was changing power sources. It was also reported that low speeds were noted, and were as low as 7400 rpm. Visible damage was noted on the white cable of the system controller. The patient's system controller and patient cable were exchanged. The patient was admitted into the hospital to monitor the patient for further alarms.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The log file was reviewed and captured multiple speed change events with power cable disconnected and a low voltage hazard (red battery) alarm during the event. The pump speeds were captured as low as 7150 rpm with voltage values that were captured as low as 9 volts. The events appeared to be captured when the system controller was supported solely on the black power lead while connected to the power module. The returned system controller was functionally tested and the event could not be reproduced, even when the power leads were manipulated. The system was operated on just the black power lead and then just the white power lead, while manipulating each respectively without any functional issue. The evaluation suggests that the patient cable may have contributed to the reported incident; however, a relationship could not be determined as the patient cable was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.